Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted.

Event description:
It was reported that during the implant procedure, the ptca guidewire was stuck inside the lead. It was as if the inner lumen of the electrode lead was too small. The same ptca guidewire was use with another lead without issues. The lead was not implanted. No patient complications have been reported as a result of this event.